Event description:
Information from a third party reveals that the catheters appear to have had a crystallized coating. This caused the customer to have a bleeding after catheterization.

Manufacturer narrative:
The investigation is ongoing. Once completed a follow up report will be filed.